Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that  the patient experienced intermittent confusion and agitation post operative and was started on precedex. This adverse event it possibly related to the embolization procedure. No hospitalization was required.